Event description:
Boston scientific received information that this device went right to end of life (eol) and never declared elective replacement indicator (eri) prior to going to eol. Boston scientific technical services (ts) was consulted and suggested that the device may have been close to declaring eri based on charge times, when a capacitor reform was completed which pushed the charge times past eri indicators and right at eol indicators. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The device was explanted and successfully replaced without incident. No further information is available. This report will be updated if more information becomes available.